Manufacturer narrative:
Device lot number, or serial number, unavailable. The reported issue was reviewed by medtronic personnel. The review found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, "if a write to file error occurs after the calibration workflow is completed, the application closes without giving the user the chance to fix the issue and the completed calibration is not saved. In this current case the file name was too long to write to file. The application notified the user the file name was too long to write and then promptly closed before an action could be done to fix the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
Event date is unknown. Additional information was provided, confirming the correct date that a medtronic representative became aware of this issue was 9/20/2018. If information is provided in the future, a supplemental report will be issued.